Event description:
Staff was checking supplies prior to the case and found the trocar with removable turquoise ring shoved over balloon down trocar. Concerned with integrity of balloon. Removed. Grabbed and opened a new trocar.